Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit turned off three times during a therapeutic tubal ligation surgery. The event was reported to cause a delay in the procedure as the surgery was estimated to last 1 hour, however it was prolonged to 3 hours while the patient was under general anesthesia. The procedure was completed with the same device. There was no further patient impact reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h3, h4, h6, h11. The device was returned, and the customer's complaint was not confirmed. The power never went off, and no problems were found. The device was operating properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.